Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "dropped and starting to go down, painful before surgery, dropped," and "upset at the way she looks, incision looks like a zipper."

Event description:
Patient reported right side "has dropped and starting to go down, painful before surgery, dropped," and "upset at the way she looks, incision looks like a zipper." Patient additionally reported having "a lot of colds;" this event is not related to the device. Device remains implanted.